Event description:
Customer reported that the threshold suspend feature on the insulin pump would activate at a blood glucose level less than 90 mg/dl. However, the customer checked his blood glucose level and found that it was actually close to 200 mg/dl. Customer's most recent blood glucose level was 125 mg/dl, while sensor glucose reading was 235 mg/dl. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.